Event description:
Reported being hospitalized due to high bg's. Description of complaint was high bg's. Customer did not remember what happen or what lead to high bg's. The cause of hospitzlization (as per md) was high bg. Trouble shooting was performed and pump appeared to be functioning normal. Replacing pump for customer was unconformable.